Manufacturer narrative:
The radiometer investigation has shown that the rootcause is linked to the device, but it has not been possible to trace it more specifically. It is recommended to perform a thorough cleaning incl. Backflush of the abl90 flex system and to ensure good mixing of the sample to prevent blood clots from patient sample to enter the abl90 measuring system.

Event description:
According to the complaint when the customer measured the same sample four times in a row on an abl90 flex analyzer (serial number: (B)(6)), the glucose value fluctuated from 101 to 35 to 12 to 99 (mg/dl). According to the customer, there was no sample mix-up. When blood glucose was measured using an analyzer other than the hospital's blood gas analyzer, the glucose value was 100 mg/dl.